Manufacturer narrative:
(B) (4). This device is not released for sale in the united states, however, a similar device is. Evaluation summary: the probable cause for the device instability is not known. Several events could have caused the instability including, but not limited to, rotational malalignment relative to rasped canal during stem insertion, inappropriate stem size for the pt, and mismatch of the rasp size and stem size. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Exemption: (B) (4). Total # of events: 2. Type of event: serious injury. Product code: not for sale in the us. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that the stem sank after surgery.